Event description:
On (B)(6) 2014, the reporter contacted animas alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump. All testing was performed with a test battery cap. A battery compartment crack was observed in the thread area. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, the pump powered on to a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.